Manufacturer narrative:
Other text: device evaluation: one device was returned and visual inspection revealed housing intact. The reported "error code 45639" problem was duplicated. When powered up the pump displayed showing error code 45639 alarming. The mpu board was found to be defective and was replaced.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that there was an error code 45639 during testing. There was no patient, or clinician injury associated with this event.